Manufacturer narrative:
The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on an unspecified date/time she received a reading of 26 mg/dl on her adc blood glucose meter and that within 10 minutes she retested and received a reading of "hi" (a reading greater than 500 mg/dl). The readings when plotted on a parkes error grid fell into the "d" zone showing the difference to be clinically significant. Customer was concerned with the different readings and called the paramedics. Upon arrival the paramedics received a reading of 244 mg/dl on their unspecified meter. It was further reported the customer was subsequently seen by a healthcare provider and was given an unspecified medication. It is unknown if the customer was transported by the paramedics. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.